Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent, and tissue visible on it.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited pauses, an increase in thresholds overnight and loss of capture. It was further suspected that due to the repeated attempts to place the lead, there could have been tissue in the helix. During the repositioning procedure, a day after implant, it was further noted by the physician that the helix was "sluggish" and would not retract. The physician elected to use a different lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.